Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leak occurred from one of the devices when a 5 mm forceps was inserted. As the trocar had been resterilized, it was changed to another new device. However, air leak occurred again. Another device was used to complete the procedure. There were no adverse consequences for the patient. Both devices will be returned even though the one was resterilized as they could not distinguish which device was reprocessed.

Manufacturer narrative:
Date sent: 10/07/2009. Information anticipated, but unavailable at this time.